Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in e.1. (Initial reporter zip code). No technical inquiries were received from the customer. Three opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks are observed at several locations on the inner cutter. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Sample 3: the sample was visually inspected and found to be nonconforming with the probe needle severely bent and orange/brown foreign material on the port face, inside the port and welded cap. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to severely bent needle. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1: the complaint evaluation was unable to confirm the reported event due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Sample 2: the complaint evaluation does not confirm the reported issue; the evaluation indicates the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact root cause of the actuation failure cannot be determined from this evaluation. Sample 3: the complaint evaluation was unable to confirm the reported problem due to probe needle bent condition. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time as sample could not be evaluated for sample 1, the reported event of sample 2 was not confirmed, and an exact root cause for the bent needle and the bent inner cutter of sample 3 could not be determined from this evaluation. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: 2025-77547 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the cutters stopped cutting during vitrectomy surgery. The procedure was completed on the same day after replacing with new paks. There was no impact to the patient.